Event description:
Customer reportedly received the following results on the performa system: hi (greater than 600 mg/dl; 6:58 p.m.), 105 mg/dl (7:01 p.m.), hi (7:06 p.m.), and 91 mg/dl (7:07 p.m.); 242 mg/dl (6:51 p.m.) And 92 mg/dl (6:51 p.m.); hi (8:30 p.m.) And 90 mg/dl (8:31 p.m.) No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.